Event description:
The customer returned the device stating image doesn't appear. There was no harm or user injury reported.

Manufacturer narrative:
The device was retuned and inspection confirmed the reported event. There was no exterior damaged found on the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction: e1 (translating russian cyrillic address into english). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was seemingly due to a faulty cable which caused a communication failure. However, the cause of the faulty cable could not be further determined. Olympus will continue to monitor field performance for this device.